Event description:
It was reported that the force sensor was bad. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of waning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was a cracked on right plunger case. A force sensor test error was found at power up and unable to calibrate the force sensor at high standard. The root cause of the reported issue was found to be 3 screw-boss were found cracked and broken in left plunger case. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed power up process and all functional testing which passed.